Event description:
During procedure, it was reported the balloon could not be deflated. The inflated balloon was successfully removed from the patient. No patient injury reported.

Manufacturer narrative:
The balloon catheter was returned for evaluation with the guidewire and a large amount of blood was found in the balloon lumen. Based upon the findings, the large amount of blood found in the balloon assembly was the likely cause of the non-deflation. When blood enters the balloon lumen, this may inhibit balloon deflation. (B)(4).